Manufacturer narrative:
Additional information: initial reporter phone number: (B)(6). A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a catalys procedure, an anterior capsule ruptured resulting in an unplanned vitrectomy. A description of the event indicated that after the catalys completed the anterior capsule incision, nuclear division and arc-shaped incision, the surgeon proceeded with the phaco procedure. When the patient¿s cornea was incised to remove the cutting portion of the anterior capsule, it was ruptured and extended to the posterior capsule. As the result, an unplanned vitrectomy was performed to implant the lens. The reporter commented about the event that it happened because he mistakenly assumed that the cutting portion of the anterior capsule had been completed, and he carelessly failed to use the continuous curvilinear capsulorrhexis (ccc). The procedure was completed successfully.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.